Event description:
It was reported that when the devices were used during a laparoscopic cholecystectomy, the seals tore and leaked. It is unk how the case was completed. There was no consequence to pt.